Event description:
It was reported that the patient received multiple inappropriate shocks form the subcutaneous implantable cardioverter defibrillator (s-ICD). One event could be contributed to disturbance in electrolytes following dialysis. Other events appear to be really inappropriate due to baseline wandering and unexplainable oversensing of the device. Initially the sensing vector was reprogrammed and the patient was hospitalized. However a few days later it was noted that therapy had been programmed off in the s-ICD. Boston scientific technical services (ts) was consulted to review the episodes to help determine potential causes. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received multiple inappropriate shocks form the subcutaneous implantable cardioverter defibrillator (s-ICD). One event could be contributed to disturbance in electrolytes following dialysis. Other events appear to be really inappropriate due to baseline wandering and unexplainable oversensing of the device. Initially the sensing vector was reprogrammed and the patient was hospitalized. However a few days later it was noted that therapy had been programmed off in the s-ICD. Boston scientific technical services (ts) was consulted to review the episodes to help determine potential causes. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient was hospitalized for a non-device related issue. Upon initial review by ts sudden jumps in baseline and over sensing were observed. Ts noted that this type of artifact could indicate potential intermittent contact. Ts suggested further troubleshooting and obtaining an x-ray. It was also noted that the remaining battery was at nine percent and engineering would review the data to determine if the battery longevity was appropriate. The patient was seen a few days later in an out patient clinic for a final device check before programming the therapy back on. Vector evaluation according per ts recommendations and the device was reprogrammed to secondary vector. Battery status recovered from 9 percent to 16 percent since last inappropriate shocks. The s-ICD remains in service and the patient was asked to regularly transmit data via the remote home monitoring system.